Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported "breast has an issue, it hurts, scar is lower than the other side. Feels like breast implant has dropped", "it feels like my implant is falling out the bottom", "breasts do not look the same is significantly lower". This record is for the left side. Device remains implanted.